Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the procedure was being performed on a pt's fistula. As the physician was pulling the basket back near the sheath, the basket detached. The physician advanced the catcher to snag the detached basket and pulled it back into the sheath far enough to remove the sheath and basket together as one. This was near the end of the procedure when most of the clot had been macerated. As a result, the physician immediately used another percutaneous thrombolytic device (ptd) without complications to finish the procedure successfully. There was a few minutes delay in treatment, no pt death and no pt complications reported.